Manufacturer narrative:
It was reported that the device was disposed and therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the third of three devices in the reported event. MDR 2126666-2017-00081 and 2126666-2017-00083 capture the other two devices. The wires were frayed at the end of the zipwires.on a box of five,three of the wires were frayed. No reported patient complications. The patient is fine.